Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that patient presented in the or for device upgrade. It was noticed that the insulation was able to slide back and forth in the transverse direction. All electrical values of the lead checked out well and plans were made to continue use of the lead.